Event description:
Patient reports that one of her pump's serial number (B)(4) was malfunctioning this morning. Patient reports alarm with message "no disposable, clamp tubing". Patient states that cassette was properly inserted and was working well when attached to back up pump. Authorized replacement pump. Patient will receive replacement and malfunctioning pump will returned. Patient did not report any injury. No further information provided. Dose or amount: 11ng/kg/min as directed. Frequency: continuous infusion. Route: intravenous. Dates of use: unk to (B)(6) 2018. Diagnosis or reason for use: i27.0.